Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The alert was due to the patient being in the presence of a magnet. The device remains in use. While reviewing the device information, it was also noted that the patient had some stored episodes with noise. No further noise was noted in more recent episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.